Manufacturer narrative:
The reported issue of the autopulse displayed ua07(discrepancy between load 1 and load 2 too large) error message was confirmed during the review of the archive data , however was not confirmed on the initial functional testing .the likely root cause of the issue was due to the load sensing system has detected a weight/load imbalance between the two load cells due to the patient not oriented on the autopulse platform correctly or the patient has shifted during compression and this cause the ua07 error message. Visual inspection was performed and no damage upon receipt. Unrelated to the reported complaint, the encoder shaft exhibited binding and resistance and was hard to rotate. Initial functional testing was performed and the platform passed testing with no issue or faults observed. In addition, load cell characterization test was performed and there were no issue found during testing. Both load cells are within the specifications. The platform was also tested using the 95% patient test fixture large resuscitation test fixture (lrtf) with a good known test batteries until discharged without any fault or error. The autopulse passed all the testing without any issue the archive review showed multiple faults of ua07 (discrepancy between load 1 and load 2 too large) error message on the event date of (B)(6) 2017. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for autopulse with serial number (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. In this case, autopulse performed compression for unknown length of time during a helicopter transport. The doctor decided that it was difficult to perform manual CPR on the helicopter so he stopped the use of the autopulse and performed the open chest cardiac massage to the patient. Open cardiac massage is indicated if standard CPR is not effective. The efficacy of cardiac massage can be established by measuring the cardiac output, coronary perfusion pressure, and cerebral perfusion pressure. (B)(6) showed that a higher cardiac index can be achieved with open than with closed cardiac massage. While closed chest CPR generated only 1 to 9 mmhg of pressure, (B)(6). Found that their patients all had a coronary perfusion pressure of almost 20 mmhg throughout open chest massage. Open chest CPR produces improved cerebral perfusion and better neurologic recovery. Open cardiac massage can generate near normal cerebral blood flow and improve cardiac perfusion pressure. (Emergency medicine procedures, (B)(6)). Because the conversion from closed chest compression to open chest message was performed by an experienced physician, the patients' outcome is not negatively impacted by the transition when compared to close chest CPR alone. The cause of patient's death was likely to be patient's underlying clinical condition. An aortic dissection is a serious condition in which the inner layer of the aorta tears. Blood surges through the tear, causing the inner and middle layers of the aorta to separate (dissect). If the blood-filled channel ruptures through the outside aortic wall, aortic dissection is often fatal.

Manufacturer narrative:
The autopulse in complaint was returned to zoll, however, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
An (B)(6) male patient suffered from cardiopulmonary arrest suddenly went down holding his chest and a bystander performed CPR for an unknown length of time. As reported, the customer was transported via helicopter to the hospital. Per the customer, the autopulse platform (sn: (B)(4)) stopped performing compression and displayed error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). Per the customer, the physician tried to reset the platform by turning the power on/off and pulling the lifeband upward, however the error message cannot be cleared. The doctor stated that it was difficult to perform manual CPR on the helicopter so he stopped the use of the autopulse and immediately performed the open chest cardiac massage to the patient, however rosc was not achieved. The patient expired on (B)(6). The cause of death has been identified as aortal dissection. The customer and the doctor did not attributed the autopulse to patient's death. No other information was provided.